Manufacturer narrative:
H6: it was reported that during set up or inspection for a tka procedure the journey ii cr isrt xlpe left size 3-4 11mm was noticed unsterile. The procedure was completed without delay with an smith & nephew backup device. No patient harm or additional complications were reported. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows no obvious signs of damage on the part. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Some potential causes could include but are not limited to handling. Transit damage or improper storage. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up or inspection for a tka procedure the journey ii cr isrt xlpe left size 3-4 11mm was noticed to be unsterile. The procedure was completed without delay with an smith & nephew backup device. No patient harm or additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.